Event description:
It was reported that during a whipple procedure, the device fired and the left row of staples did not form. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 07/11/2007. Information anticipated, but unavailable at this time.